Event description:
Procedure performed: cholecystectomie. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). One clip on two getting out of the jaws, and almost all the clips were twisted on the jaw. So the clips aren't be able to be closed in a proper way. During the cholecystectomie, when the surgeon tried to clip a tissue inside the patient, one clip was out on two. They took another ca500 additional information received vir phone call with applied medical representative on (B)(6) 2023: the clips twisted at the distal end when they were being closed on the tissue. Additional information received from applied medical representative via email on (B)(6) 2023: the surgeon torqued the jaws on vessels. The clip was being closed over the cystic duct and vessels, the jaws were located completely around the vessel to be ligated. The surgeon did not skeletonize the tissue with the jaws. Dissection was made by monopolar hook only. The clip scissored as per photo a in the diagram provided. Patient status: no clinical impact to the patient. Intervention: they took another ca500.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level. Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomie. Event description: procedure performed: event description. Complaint 1 of 2: 2023-003259, complaint 2 of 2: 2023-003260. One clip on two getting out of the jaws, and almost all the clips were twisted on the jaw. So the clips aren't be able to be closed in a proper way. During the cholecystectomie, when the surgeon tried to clip a tissue inside the patient, one clip was out on two. They took another ca500 additional information received vir phone call with applied medical representative on 26oct23: the clips twisted at the distal end when they were being closed on the tissue. Patient status: no clinical impact to the patient. Intervention: they took another ca500.